Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced pain and bleeding and swelling from the infusion site. Upon removal, it was discovered that the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was worn for less than an hour. As treatment, a new pod was applied.